Event description:
Product defect: sterile empty vial and injector for use with pca infuser. A chip of glass was discovered in the vial under the plunger. This has also been observed on 2 other occasions by rptr in 3/94 and in 5/95.